Event description:
It was reported that after inflating/deflating the balloon twice, the catheter could no longer be removed through the 6f sheath and had to be removed together with the sheath. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed, and confirmed that the lot met all release criteria. One catheter was received for evaluation, no introducer sheath was returned for evaluation. Upon initial inspection of the returned sample, the catheter had 2 kinks/bends by the distal end of the strain relief collar near the bifurcate. These kinks/bends may have been present because of how it was coiled in the return package. Otherwise, there was no other damge to the shaft of the catheter. There was presence of liquid inside of the balloon. An 0.35 inch guide wire was inserted through the distal tip of the catheter and could only be introduced up to the point of the kink/bend, approximately 70.5cm from the distal tip. The j end of the guide wire was inserted in through the proximal end of the catheter and could be fully passed through without any problems. The balloon catheter was immersed into a warm water bath. The balloon was slightly inflated using an inflator, and a vacuum was drawn to purge out any air and liquid that was in the balloon. The balloon deflated down to 2 wings. Introduction of the balloon was attempted into a 5f introducer, and could not be performed as a resistance was met near the proximal band, and the tip material of the balloon accordioned. The same introduction was attempted into a 5f input introducer, and could not be performed as the balloon tip material accordioned. Due to the sample condition, the removal issues with the in-house input introducer could not be reproduced. The result of the investigation was inconclusive for removal issues as the original introducer used was not returned for evaluation. It is unknown if patient or procedural issues contributed to the event. It should be noted that a terumo introducer sheath was used in this event. This is not the recommended introducer sheath. The current IFU (information for use) states-instructions for use: equipment required, introducer sheath (input sheath recommended).